Event description:
Related manufacturer reference number: 2017865-2022-01410. It was reported that the patient presented for a follow-up in clinic. Upon interrogation of the pacemaker, noise reversion episodes were noted due to atrial and right ventricular lead noise. The patient was asymptomatic. Programming changes were made and the patient was in stable condition.